Event description:
Related manufacturer reference number: 2017865-2021-38692. It was reported that the patient had experienced muscle stimulation due to the right atrial (ra) and right ventricular (rv) leads. The muscle stimulation could be reproduced via high output pacing. The leads were repositioned on (B)(6) 2021. Following the procedure, no muscle stimulation was able to be reproduced. The patient was stable and will continue to be monitored.